Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 100% stenosed lesion was located in a moderately tortuous and non calcified proximal right coronary artery (rca). The physician direct stented the proximal rca with a taxus express2 3.0x20mm drug eluting stent inflated to 10 atm's. The stent was post dilated with the delivery balloon inflated twice to 10 atm's. A feeding tube had been placed the next day for unknown reasons. Antiplatelet therapy had been discontinued when the pt experienced a hemorrhage of the feeding tube. Two weeks later, the pt experienced EKG changes and was brought back to the ccl where a thrombosis was noted inside the stent. The thrombosis was treated with aspiration and poba with a 3.75mm balloon. The pt was started back on antiplatelet therapy, the following day and remained hospitalized. It was the physician's opinion that the thrombosis was related to the discontinuation of the antiplatelet therapy and not related to the taxus stent. No further complications were reported.